Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 600 mg/dl and ketones; cause of bg not known. Multiple follow attempts were made by tandem customer technical support (cts) to acquire additional information, however, no response was received.